Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeon fired the device and after he closed the handle, he did not hear the normal crunch noise. He then pressed the firing trigger a second time and then he heard the crunch and the device had fired. He did state that it was difficult to fire the first try. He then observed the anastomosis and there were multiple areas of bleeding noticed at the staple line. He then sutured over the staple line to control the bleeding and completed the procedure. There was no mention of malformed staples or the staple line not being complete. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: on what tissue type was the device used? Hemorrhoid. When the device was fired, what was the location of the indicator within the gap setting scale? Tightened all the way down. How did you confirm the device was fully fired? Crunch after the second try to fire were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing - resistance. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? Visual. Is there any other additional information you would like to share about this device, procedure, patient or physician? Proctor for ees training. Did a hcp other than the primary surgeon fire the instrument? Surgeon. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.